Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-08839-00 for details pertinent to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon of the tracheal tube seemed to be leaking. This caused the patient to be continuously intubated, sedated and put on analgesic medications (remifentanil and ciprofol) and appeared to be intermittently irritable and could not communicate effectively. The care team eventually changed the endotracheal tube.